Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44, that has a similar product distributed in the us, list number 6l22. An evaluation is in process.

Event description:
The customer reported a false nonreactive patient result for antibody to hepatitis b core antigen (anti-hbc) while using architect anti-hbc ii reagents. The following data was provided (s/co). Initial 0.06 (nonreactive), repeat 10.11, 10.08 (reactive) no impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, device history review, and sensitivity testing. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. Controls were tested with retained kits of the likely cause reagent lot and testing met all specifications. Two commercially available seroconversion panels (biomex scp-hbv-001 and 004) were tested with retained kits of the likely cause reagent lot. The obtained results were compared with historical architect anti-hbc ii data from biomex . The complaint lot and the historical lot detected the same bleeds of the seroconversion panels as (B)(6) and s/co values were comparable. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.